Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6) . Problem statement: customer reported complaint on a biohazard leakage from the aspirator arm not contained within instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 05nov2019 to date 05nov2020. Complaint trend: there were 7 complaints related to a leakage from the aspirator arm not contained. Date range from 05nov2019 to date 05nov2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage from the aspirator arm not contained within the instrument was a worn fitting. During the initial evaluation of the issue with the phone service team the customer was asked to disconnect and reconnect the waste hose, but the issue persisted and a fse (field service engineer) was dispatched. After confirming the leak, the fse determined the leak was due to a worn aspirator arm fitting and replaced it. They then checked that there were no other obstructions in the waste lines and performed optical performance checks and a cs&t test to verify its functionality. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was tested and was performing as expected. Although the unexpected results were from patient samples that may contain the covid-19 virus, no customer or bd associate came into contact with the waste leakage. This issue had no harmful effects physical or otherwise to the customer and no diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 17apr2013. Defective part number: n/a. Work order notes: (B)(4). Subject / reported: 338962 - bd facscanto ii - suction arm does not suck. Problem description: the customer reports that the aspirator arm is dripping between samples. The liquid is not aspirated. Work performed: n/a. Cause: n/a. Solution: n/a . Wo-01675158 subject / reported: 338962 - bd facscanto ii - suction arm does not suck. Problem description: the customer reports that the aspirator arm is dripping between samples. The liquid is not aspirated. Work performed: verification of the problem, fitting replacement of the sit-flush washing liquid suction line on the arm. Check for no obstructions on the pipe and operation of the relative valve. General optical performance check, positively performed cs&t check performance. Regularly functioning appliance. Cause: obstruction fitting # 642160007. Solution: replacement fitting # 642160007 obstructed. Positive general control. Internal notes: (B)(6) 2020-11-05 14: 10: 01z: for dispatch, helpdesk-callback customer. The client reports that the problem persists and that it appears as if the arm is aspirating once and once. Suspected partial block of the waste line or problem with v19. Suggested to the customer to continue pipetting facsclean on the arm. Technical intervention is required as the samples that the customer analyzes are also samples from patients with covid-19 and therefore with biological risk. Suggested parts: 336503 valves - fluidic two-way no pinch valve assembly. However, the instrument works correctly but it loses contaminated liquid between one sample and another. (B)(6) 2020-11-05 13: 44: 27z: further action, helpdesk-callback customer. Asked the customer to disconnect and reconnect the waste hose to the trolley: problem persists. Asked to incubate the hole on the arm with facsclean for 20 minutes. Feedback is expected. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ and below based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the leakage is obvious, minor, and either not in contact with the customer or associates or handled with proper ppe hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no. Item: 27. Aspirator pump. Function: 27.1 removes waste fluid from cytometer. Potential failure mode: 27.1.1 pump failure. Potential effect(s) of failure: 27.1.1.1 does not remove waste liquid from cytometer. Potential cause(s)/mechanism(s) of failure: 27.1.1.1.1 accumulation of blood debris and saline crystals on valve plates inside of pump 336096. Accumulation prevents proper seal of valves, diminishing pump efficiency (capacity) . Current controls: 1. Fb21 low vac level monitoring - level same as in canto a. 2. Level sensor in buffer tank triggers emergency fluidics shutdown in approx. 4-1/2 minutes. 3. Universal safety precautions apply when dealing with biological samples (user's guide). Recommended actions: 1. Replace pump with self cleaning flapper style valves. 2. Close off v20 during sit flush to increase suction at sit. 3. Increased fluid capacity of sit channel to hold more than the liquid volume of a single sit flush. Severity: 8. Occurrence: 2. Detection: 3. Rpn: 48. Item: 17. Valve v12. Function: 17.1 supply fluid to cytometer. Potential failure mode: 17.1.1 does not supply fluid. Potential effect(s) of failure: 17.1.1.1 increased pressure pops fitting, fluid leaks (not biohazard). Potential cause(s)/mechanism(s) of failure: 17.1.1.1.1 sheath pressure not regulated down to required level. Current controls: n/a . Recommended actions: n/a . Severity: 7 . Occurrence: 7. Detection: 1. Rpn: 49. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause was due to a worn aspirator arm fitting. Conclusion: based on the investigation results, the root cause of the customer observing a leakage from the aspirator arm not contained within the instrument was a worn fitting. The fse confirmed the issue and replaced the fitting before verifying there were no other obstructions on the pipe. They then performed general optical checks and a cs&t test. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that during use with a bd facscanto¿ ii waste not mixed with decontaminate leaked outside of instrument. The following information was provided by the initial reporter, translated from italian to english: the customer reports that the aspirator arm is dripping between samples. The liquid is not aspirated. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? No. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? After waste line. 6) was the waste mixed with decontamination / bleach? No. 7) was the customer / bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii waste not mixed with decontaminate leaked outside of instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that the aspirator arm is dripping between samples. The liquid is not aspirated. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination / bleach? No. Was the customer / bd personnel physically in contact with the fluid? No.